Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had oversensing. Per physician discretion, the lead was capped and replaced due to the oversensing and the age of the lead. No patient complications have been reported as a result of this event.